Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3387-40, lot#: j0220027v, implanted: (B)(6) 2002, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the patient had their ins replaced on (B)(6) 2017 due to normal battery depletion. The rep reported that high impedances were measured on contact 3 pre-op, which did not resolve after the replacement. The rep reported that it was probably an issue with the lead/extension connection. The rep reported that the impedance was measured at 3 volts. The rep reported that the patient was receiving normal therapy with no problems. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the impedance issue was not determined, but the patient continues to get therapeutic benefit.